Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Correction to the initial blood glucose reading of 40 mg/dl. The correct blood glucose reading was 400 mg/dl. The customer declined troubleshooting for high blood glucose levels, and stated she treated with the insulin pump until her blood glucose levels came down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl. Customer also reported low battery alarm which occurs less the 7-10 days. Customer also reported that her last battery change was 2 days ago due to blood glucose raising and not coming down and she though insulin was not being delivered. Customer declined troubleshooting for the high blood glucose. Customer advised to monitor the pump and call back if issue recurs and to back up plan per healthcare professional instructions if needed. The device will not be returned for analysis.